Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields; d4(UDI). A getinge field service engineer evaluated and fitted new batteries and tested the unit, everything is okay . This was a routine battery replacement due to time expiry. Unit returned to customer.

Event description:
N/a.

Event description:
It was reported that during a routine battery replacement due to time expiry, the cardiosave intra-aortic balloon pump (iabp) unit has failed the battery maintenance process, with a message that battery 1 needs replacing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.